Event description:
Patient with history of gi bleed, anticoagulants held and patient now with pump thrombus. (B)(6) 2013 speed dropped to zero and returned to normal. (B)(6) 2013 per patient and family, wishes pump turned off.